Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that the issue was resolved on the day of the initial report and they do not have any further questions. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant product(s): information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not used the device for a month, so they attempted to charge, but there was no lightning bolt picture on the patient programmer (pp) screen and they did not feel stimulation. The patient only had a blankscreen on their pp. The patient replaced the batteries and the pp powered up. The pp screen showed the ins needed to be charged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the loss of stimulation was resolved. No further complications were reported.